Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic/ pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included bupropion hydrochloride (wellbutrin) since 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("bleeding/gen. Abnorm. Bleed"), abdominal pain lower ("crampings"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with olmesartan medoxomil (benicar), omeprazole (prilosec) and surgery (hysterectomy with unilateral salpingo-oophrectomy-right side, unilateral salpingectomy-left side.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, depression, dysmenorrhoea, abdominal pain lower and abdominal pain had resolved and the vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included bupropion hydrochloride (wellbutrin) since 2013. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("crampings"). The patient was treated with olmesartan medoxomil (benicar), omeprazole (prilosec) and surgery (hysterectomy with unilateral salpingo-oophrectomy-right side, unilateral salpingectomy-left side.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, depression and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, new reporter, patient demographic treatment and concomitant medication ,essure indication, stop date and event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, salpingectomy (one side removal of fallopian tube), dysmenorrhea (cramping),cramping, bleeding and patient did not undergo essure confirmation test were added incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic/ pelvic pain') and genital haemorrhage ('bleeding/gen. Abnorm. Bleed') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included bupropion hydrochloride (wellbutrin) since 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("crampings") and abdominal pain ("abdominal pain"). The patient was treated with olmesartan medoxomil (benicar), omeprazole (prilosec) and surgery (hysterectomy with unilateral salpingo-oophrectomy-right side, unilateral salpingectomy-left side.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, depression, dysmenorrhoea, abdominal pain lower and abdominal pain had resolved and the vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter information added. Event : abdominal pain added. Outcome of the event dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding) were updated. Event essure confirmation test not performed - deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic/ pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included bupropion hydrochloride (wellbutrin) since 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("bleeding/gen. Abnorm. Bleed"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with olmesartan medoxomil (benicar), omeprazole (prilosec) and surgery (hysterectomy with unilateral salpingo-oophorectomy-right side, unilateral salpingectomy-left side.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, depression, dysmenorrhoea, abdominal pain lower and abdominal pain had resolved and the vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New event post procedural complication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.